Manufacturer narrative:
A getinge engineer evaluated the iabp and reset the vacuum regulator which resulted in the iabp running normally. The iabp has been cleared for clinical service.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, it stopped working without any alarm. The doctor replaced the iabp to continue treatment and placed a service call to a getinge field service engineer (fse) to check the iabp. The fse found that the iabp passed all manifold tests. The iabp also worked normally when the fse used the system trainer to check the unit. However, the fse found that the iabp stopped working when he pressed start after pressing the iab fill to fill the balloon when he used the system trainer to check the iabp. Considering this situation that all manifold tests passed and the iabp worked normally when checked, the fse decided to seek technical support and recommended action from ca technical support team. No patient harm or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is received.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, it stopped working without any alarm. The doctor replaced the iabp to continue treatment and placed a service call to a getinge field service engineer (fse) to check the iabp. The fse found that the iabp passed all manifold tests. The iabp also worked normally when the fse used the system trainer to check the unit. However, the fse found that the iabp stopped working when he pressed start after pressing the iab fill to fill the balloon when he used the system trainer to check the iabp. Considering this situation that all manifold tests passed and the iabp worked normally when checked, the fse decided to seek technical support and recommended action from ca technical support team. No patient harm or adverse event was reported.